Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The reported failure to deploy suture was confirmed based on the condition of the returned device. The investigation determined the reported difficulties and treatment appear to be related to circumstances of the procedure. It should be noted that the perclose proglide instructions for use states: perform a femoral angiogram to verify the location of the puncture site. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
Subsequent to the initial medwatch report, the following additional information was received: it was reported that suture placement in the right femoral vein was attempted with two proglide devices using the pre-close technique, via a 12f sheath prior to an electrophysiology cryoablation interventional procedure. Reportedly, the suture failed to deploy with both proglide devices. A simple cutdown and surgical suturing were used to achieve hemostasis. Reportedly, no femoral angiogram was taken. There was no reported adverse patient sequela or clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information. The other proglide device is being filed under separate medwatch manufacturer report number.

Event description:
It was reported that a puncture closure of an unspecified vessel was attempted using two proglide devices after an unspecified procedure. Reportedly, an unspecified device issue occurred with both proglide devices. The method of achieving hemostasis was not reported. There was no reported adverse patient sequela. There was no clinically significant delay in the procedure or therapy. No additional information was provided.